Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported that their pump stopped working. Multiple attempts were made by tandem technical support to follow up but no further information was able to be obtained. There was no reported adverse impact to the customer's blood glucose level.